Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was not impacted. As the customer had changed the cartridge and infusion set prior to contacting tandem technical support, troubleshooting to determine a possible cause of these past occlusions was unable to be determined. The customer reported that at times the cartridges are pre-filled.

Manufacturer narrative:
The t:slim pump user guide cautions from filling a cartridge until prompted by instructions on the pump screen and not store filled cartridges. The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.